Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states their pump was not delivering insulin. The customer's blood glucose level had been as high as 336mg/dl. The customer declined to troubleshoot for the highs. The high pressure test was conducted and passed on the second try. The customer wished for the pump to be replaced. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
No excessive no delivery alarm was noted during testing. The pump was received with all operating currents within specification and passed the functional testing, including the rewind, self test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, a scratched case, cracked battery tube threads, a cracked reservoir tube lip and a scratched reservoir tube window.